Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00332 on 23-september-2019. Siemens filed the first supplemental MDR 2432235-2019-00332 on 20-november-2020. Additional information (17-march-2020): siemens evaluated the event and noted that the customer did not follow operating instructions to allocate unusable volume when conducting the testing. When the operator fills a sample cup, they must calculate the mrv (minimum required volume) for the number of tests they wish to run. Section h6: result code and conclusions code have been updated.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00332 on 23-september-2019. Siemens filed the first supplemental MDR 2432235-2019-00332 on 20-november-2019. Siemens filed the second supplemental MDR 2432235-2019-00332 on 08-april-2020. Siemens filed the third supplemental MDR 2432235-2019-00332 on 07-may-2020. Additional information (15-may-2020): siemens updated section h9 and included the correction/removal reporting number 2432235-05/15/2020-007-c.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00332 on 23-september-2019. Correction (18-november-2019): section b5 was updated as the 'atellica im 1600 analyzer' device name is incorrect. The correct name is atellica im 1300 analyzer. Siemens is investigating the event.

Event description:
The customer informs that the atellica im 1300 analyzer ran high-sensitivity troponin I (tnih), alpha fetoprotein (afp), total human chorionic gonadotropin (thcg) with tube-top sample cups (ttsc) and insufficient sample size, and produced test results. The customer alleges that the analyzer did not generate error flags, and the initial results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the tnih, afp, and thcg results that were produced.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that their distribution pipette is certified. The customer informs that the instrument did not flag an error or malfunction, and the issue was noted during assay validation, quality controls (qc), and routine sample testing. The customer stated that there were no stat samples and no backup analyzer or an alternate method for testing. Siemens dispatched a customer service engineer (cse) to the customer site. The cse verified the hardware and software alignments, and no issues were noted. Siemens is investigating.

Event description:
The customer informs that the atellica im 1600 analyzer ran high-sensitivity troponin I (tnih), alpha fetoprotein (afp), total human chorionic gonadotropin (thcg) with tube-top sample cups (ttsc) and insufficient sample size, and produced test results. The customer alleges that the analyzer did not generate error flags, and the initial results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the tnih, afp, and thcg results that were produced.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00332 on 23-september-2019. Siemens filed the first supplemental MDR 2432235-2019-00332 on 20-november-2019. Siemens filed the second supplemental MDR 2432235-2019-00332 on 08-april-2020. Additional information (02-may-2020): siemens has determined that there is a potential to generate results on samples with insufficient volume using the atellica im 1300 and im 1600 analyzers. This can happen when samples are processed in specific sample tubes listed in the umdc. The minimum required volume (mrv) defined in the atellica operator guide smn 11069101, section 9 sample management must be used when sample containers are in use. However, if the volume of sample in the container does not meet the mrv, the shape of the tube bottom in conjunction with the sample probe movement may give a false total sample volume that fails to trigger an "insufficient sample" flag. This failure to trigger an "insufficient sample" flag does not occur for every true case of insufficient sample volume. Any sample type (quality control, calibrators and patient samples) may be affected and erroneously depressed results may be generated. The magnitude of the impact depends on the amount of sample that failed to aspirate, with an increased effect as the sample volume aspirated is reduced. An urgent medical device correction (umdc) asi20-02.a.us was sent to us customers and an urgent field safety notice (ufsn) asi20-02.a.ous was sent to outside the us (ous) customers in may of 2020. The umdc and ufsn explain the behavior described above and customers are directed to follow the instructions for use on all containers and ensure that the minimum required sample volume is put into all sample container types used on the atellica im 1300 and 1600 analyzers. To date, there are no allegations of injury due to this behavior. Correction: the first supplemental MDR 2432235-2019-00332 included the incorrect date "20-november-2020". The correct date is 20-november-2019.